Event description:
The technician alleged the cardiopulmonary resuscitation does not function. No patient impact.

Manufacturer narrative:
The technician found the cardio pulmonary resuscitation release assembly is stuck. The technician removed and cleaned the cardio pulmonary resuscitation assembly to resolve the issue.